Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing. There was another episode of oversensing that occurred when the patient fell into water where an electro-fishing apparatus was being used. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.